Event description:
During a right video-assisted thoracoscopic surgery (vats) and lower lobectomy, patient was in lateral position for right side exposure. Anesthesia had been asked to use a lung blocker or isolation device to prevent ventilation of the lung the surgeon was wanting to operate on. Anesthesia successfully placed the device. However, the device failed to prevent the patient's lung from inflating. The balloon sheared off from the tubing and as a result, the balloon would not stay inflated, to prevent the lung from filling. The surgeon was forced to stop the procedure, while anesthesia did troubleshooting of the situation. It was determined by anesthesia that it would be best to use a new device. The new device worked as expected. The device was a: rusch ez-blocker kit accessory. Ref: (B)(4).